Event description:
Pt had undergone a total vaginal prolift procedure (aka vaginal mesh) for prolapse at an outside hospital in 2009, and experienced vaginal erosion of the mesh which has persisted. She has daily vaginal bleeding will require additional surgery to reverse.